Manufacturer narrative:
It was reported that the patient experienced an infection and extrusion of the device.

Manufacturer narrative:
This report is filed on january 31, 2019.

Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
Per the clinic, the patient experienced a lack of clinical benefit with device use and persistent infections, unrelated to the device. Subsequently the device was explanted on (B)(6) 2018 and the patient was not reimplanted with a new device during the same surgery.